Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025 , it was reported by an arthrex employee via email that for an ar-1588rt, acl tightrope rt, the white suture broke when retrieving. Another new ar-1588rt was change to but the same issue happened. This was detected during an anterior cruciate ligament reconstruction of knee joint surgery on (B)(6) 2025 . The case was completed successfully by using another new ar-1588rt. There is no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Additional information: g3, h3, h6, the complaint allegation was confirmed. One unpackaged ar-1588rt batch 15157653 was received for evaluation. A visual inspection noted that the white suture had broken off, and only a small piece was attached to the button. Scratches were observed on the button's surface. The blue suture was evaluated and found not damaged. Due to the device being damaged, no functional testing was performed. The most likely cause of the reported failure is a user error. Excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. Directions for use dfu-0147-eor3_fmt_en tightrope® devices g. Precautions. 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.